Manufacturer narrative:
(B)(4). Correction: device status changed from not returning to returned; conclusions code was removed. Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the suture was confirmed as a posterior cuff miss/suture retrieval issue. The reported failure to deploy the suture and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis a conclusive cause the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after an interventional procedure. Reportedly, when the proglide device when removed, the sutures of the proglide device came out of the patient anatomy. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.